Manufacturer narrative:
Follow-up letter sent to facility requesting additional information. Result of evaluation: conclusion: based on the information recieved and the visual functional results, no conclusion could be reached as to what occurred during surgery. As stated in the clinical follow-up, it appears likely that the retaining pin was not fully engaged in the anvil hole. It should be noted that in torque is applied to the instrument prior to engaging the retaining pin, it may cause the staples to not align properly with the anvil and cause the staples to be malformed. Upon receipt, it was noted that the adjusting knob was broken off the instrument. Therefore, further functional testing could not be performed. However, despite the damage to the instrument, the instrument was cycled several times with no difficulties noted with the retaining pin engaging as designed. Comments: mfg and engineering have been notified of the reported incident.

Event description:
The device was used during a gastrectomy. The device was placed on the stomach and was difficult to close. It is not clear if there was too much tissue in the jaws. The device was fired and the staples were unformed. It is not clear if the alignment pin was properly seated in the anvil. The staples were removed. The procedure was completed with two firings of another model. There was no consequence to the pt.